Event description:
The device was used during a laparoscopic cholecystectomy. It was reported that "due to clip scissoring so as to result in failed ligation one case has resulted infection." There was no consequence to the pt, however, there was extended op time. 8/23/96, there were no interventions required.